Manufacturer narrative:
This is the same event as 3010536692-2015-01691.

Event description:
Allegedly, patient revised due to elevated cobalt chromium levels, lack of mobility, and prosthetic joint implant failure. Left